Event description:
The following has been reported: nurse reported: product issue reports, priming tubing with abatacept and the medication was noted to be coming out of the IV cartridge just above the flow dial. Since patient has not been started, medication was wasted and pharmacy sent new dose. A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation